Event description:
New information was received that this system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that these products will be explanted. No additional information is available at this time. This event will be updated if any additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed a system infection. Implanted products include a transvenous right ventricular (rv) rate/sense lead, a transvenous rv defibrillation lead, a transvenous right atrial (ra) lead, and a competitive left ventricular (lv) lead.